Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hand arthroscopy the device produced metal abrasion. The surgeon is not sure if fragments will remain inside the patient. The surgery was completed successfully with this device and there was no harm for patient, user or third party.

Manufacturer narrative:
Complaint confirmed. The evaluation confirmed surface scratches on the od of the inner tube. This type of damage can result from excessive bending forces applied to the device during use. The inner and outer tubes rotated freely during testing with no abrasions noted, and the device met all dimensional specifications as received.